Event description:
It was reported that the customer experienced high blood glucose levels over 400 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump failed the high pressure test. The father did not want to conduct the prime test. Advised the father that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.